Event description:
Procedure type: lap nephrectomy. According to the reporter: surgeon deployed foam collar as usual only to have the metal pin from the collar fall out. The pin did not fall inside the cavity, it fell outside the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).